Manufacturer narrative:
The electrodes were returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The electrodes were put through extensive testing including manipulated packaging and flexed cable without duplicating the report. The electrodes were scrapped after testing. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the associated device displayed a "check pads" message using these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.